Event description:
It was reported that one of the keith needles broke in half when the surgeon passed it through the furlow inserter tool. This occurred during an inflatable penile prosthesis implant on (B)(6) 2014. It was reported that the patient had a good outcome, no patient complications were associated with this event.

Manufacturer narrative:
Common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. PMA/510(k) from k821628 to n970012.